Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bent latch handle, peeling dso seal, and worn uso seal. The tamper seal was not broken. Accuracy tests were performed as part of the functional test and the reported issue was duplicated. While running the three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. As a result, the expulsor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period. H3 updated.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the volume test. Per reporter the device's value was too high, 21.67 ml. There was no patient involvement.